Event description:
Covidien received info of an error code present indicating a ventilator inoperative condition. The malfunction did not occur during pt use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The customer informed covidien that he was not able to duplicate the error. Covidien reference # (B)(4).